Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecological procedure, the needle came off from the needle swedge while stitching the abdominal cavity. The needle fell into the patient's cavity and was retrieved.